Event description:
It was reported a patient underwent an implant procedure of a 15mm surgical aortic valve on (B)(6) 2008. Seven days post implant the developed a hemorrhagic pericardial effusion. The event did lead to surgical intervention and prolonged hospitalization. No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of "hemorrhagic pericardial effusion" and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.